Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness, tenderness, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients who are using substances that can prolong bleeding (such as aspirin, nonsteroidal anti-inflammatory drugs, and warfarin) may, as with any injection, experience increased bruising or bleeding at injection sites. Adverse events: the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.

Event description:
Healthcare professional reported that approximately 4 months after injection in the "vermillion border, upper lip lines, lips, and marionette lines" with one syringe of juvéderm® ultra xc, a patient experienced ¿swelling, redness, and tenderness¿ in the vermillion border, upper lip lines, and lips. Patient was seen by treating healthcare professional about 3 weeks later and prescribed "cipro." Treatment was provided to ¿prevent further infection." No information regarding symptom resolution was reported. Patient takes "aspirin, ambien and a multi vitamin" concomitantly.